Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was no longer connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The patient stated that they were not home and the system error occurred that morning. There was no more information provided. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. Visual inspection and functional testing was performed. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.